Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had the pump turned off for an extended period of time. When the customer plugged the pump to turn it on in the battery gauge displayed 5% then shut down. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no patient involvement as the customer was not using the pump at the time of the reported event. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.